Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. This ra lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. This ra lead was replaced. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right atrial (ra) lead exhibited oversensing therefore, the physician elected to surgically abandon the lead and replace it with a different lead during the device change out procedure. No additional adverse patient effects were reported.